Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock (cgs) was implanted with an impella cp for mechanical circulatory support. The complaint reported that a patient presented for primary percutaneous coronary intervention yesterday and was explanted in the cardiac catheterization lab. The patient went to the floor and decompensated overnight. The impella cp was implanted due to low cardiac output/cardiac index and cgs. During support it was noted that the patient had multiple rounds of ventricular tachycardia (vt) requiring shocks. Ultimately, the family withdrew care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.